Event description:
Customer reported a malfunction alarm with code malf 0, but no notable events preceded the issue. There was no reported information about any adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and no malfunction code recurred afterward, allowing the customer to continue using the pump with the advice to call back if issues arose again.